Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for lv epicardial lead placement. Current bipolar cs lead presented without capture at max output and normal impedance. The lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.